Event description:
It was reported that the patient came into the clinic complaining of worsening shortness of breath (sob) over the past week and an increasing frequency of low flow alarms over the past month. The log file confirmed the reported low flow alarms on (B)(6) 2022. The estimated flow appeared to be fluctuating below the alarm threshold of the 2.5lpm. Most of these low flow events were unsustained (less than 10 seconds to trigger low flow alarms). The patient was taken to the operating room (or) on (B)(6) 2022. A computerized tomography (CT) scan showed an outflow graft occlusion near 80% at the bend relief. While in the or, the doctor cut into the bend relief exposing tissue that was compressing the outflow graft. Once all of the extraneous tissue was suctioned out the patient's flow rate returned to 4.5 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported extrinsic outflow graft (ofg) obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events, which were likely due to the ofg obstruction as flow returned to baseline after the obstruction was removed. The controller event log file captured transient low flow fault flags, resulting in 54 low flow hazard alarms on 10apr2022. No other atypical events were captured. The remaining log files captured low flow events. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 17jul2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.